Manufacturer narrative:
The insulin pump alarmed button error alarm and it had no act button response due to corroded keypad traces. No moisture damage noted inside the device. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.

Event description:
Customer reported via phone call, he was attempting to turn on his sensor, but the insulin pump locked up. He changed the batter and when it started up it alarmed button error. Customer's blood glucose was 199 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.